Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding, multiple organ failure, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation. Review of the relevant sections of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding, multiple organ failures/dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that soon after their implant, the patient experienced gastrointestinal bleeding. Prior to the advancement of the scope, there was blood in the hypopharynx that appeared to be fresh but the etiology could not be discerned. Although the mid portion of the esophagus appeared to be normal, in the mid portion, there was blood that had refluxed from the stomach. A large amount of bleed was and clot was seen in the fundus. Multiple attempts were done to remove the clot with roth net and suction. It was able to be retracted to a quarter of the original size but after that, the clot was too soft and amenable to extract with the roth net. It was unclear if there was any oozing in the fundus as the clot was able to be removed partially but not completely. In the body of the stomach, there was an oozing arteriovenous malformation (avm) which was treated with argon plasma coagulation (apc) and hemostatic clip that resulted in no additional bleed. The duodenum appeared normal. The patient was treated with packed red blood cells (prbcs). Their hemoglobin was to be monitored and transfused as needed. The patient was transferred to a another hospital for further evaluation from ear, nose, and throat (ent) specialty. The complicated post operative course with multiple gastrointestinal bleeding led to multiple system organ failure and failure to thrive. Their condition declined in rehab and their family decided to place them on hospice. Care was withdrawn while in rehab and the patient passed away (B)(6) 2022. The ventricular assist device (vad) reportedly operated as expected and the death was not considered to be vad related. As the death occurred in an outside facility, no further information was able to be obtained.